Event description:
Service and repair report states that an end piece sheared off. It may have been damaged during a case with a patient with hard bone.

Manufacturer narrative:
The device history record was reviewed and repair was found on p/n 357.372, lot #5496024 for damaged component. The one returned device was repaired, inspected and accepted. The relevance of the repair to this complaint is not able to be determined until the product is returned for evaluation. An mrr was found on p/n 357.372.3.1, lot #5291903 for t1 not accepting thread gage on supplier parts. The parts were returned to the supplier, reworked, inspected and accepted.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was returned because there was a broken component. The product was received at service and repair who were unable to repair the device as it has a broken component. The product has been in use since 2007. A warranty replacement was sent to customer. There is no further information available on this event. A review of the device history records has been requested.